Event description:
Seen at outside hosp for acute chest pain. Given thrombolytic therapy and transferred to this hosp. Admitted for myocardial infarction. Percutaneous transluminal coronary angioplasty of the right coronary artery with stent placement. Heparin in cath lab. Hexebrix in cath lab. At 0810 incision closed with perclose device 8fr. Not successful, manual pressure applied. Pedal pulses palpable. Vital signs stable. Pulse ox sats 95-98%. Transferred to intensive care unit. Later in evening transferred to floor at 1700. Pedal pulses still palpable. Complaining of severe pain in the right foot approx 1900. Foot later became cold, numb, and without pedal pulses. To surgery at 2345. After surgical incision made, stitch in artery noted at site of occlusion. Pulse above stitch was present, but no pulse palpable below stitch. Stitch was removed and pulsation was then noted throughout artery. Then the artery was opened. A flap was found at this area which was resected. Also, a blood clot was removed. Post surgery pt had good pedal pulses and good flow. No negative outcomes anticipated.